Manufacturer narrative:
Continuation of d10: mc2avr1 ipg implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced issues with an right ventricular (rv) left bundle branch lead, which required reprogramming. The rv lead threshold had gradually increased over several months, resulting in high and rising thresholds. To ensure capture, the rv lead output was adjusted to 5v at 1.0 ms. Additionally, an already implant leadless implantable pulse generator (ipg) was activated and programmed to vvi 40 to provide backup pacing in case of complete failure of the 3830 lead. The lead remains in use. No patient complications have been reported as a result of this event.